Manufacturer narrative:
Per the g4 user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after loading a cartridge with 100 units of insulin. The customer's blood glucose level was 410 mg/dl with trace ketones. At the time of the event, the customer reported not having additional insulin available, and reconnected the customer back on the pump, and performed fill tubing of 10 units for a correction. Reportedly, the customer obtained additional insulin and loaded a cartridge onto the pump.